Manufacturer narrative:
Device evaluated by MFR: a synergy ii us mr 2.25 x 8mm stent delivery system (sds) was returned for analysis. The stent was not returned with the sds for analysis. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile measurement which is within max crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the device found no issues with the hypotube. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery (rca). A 2.25 x 8mm synergy ii drug-eluting stent was advanced through a previously implanted stent. However, it was noted that the stent came off the balloon. Another balloon catheter was advanced into the proximal rca and deployed the dislodged stent. The procedure was then completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the distal right coronary artery (rca). A 2.25 x 8mm synergy ii drug-eluting stent was advanced through a previously implanted stent. However, it was noted that the stent came off the balloon. Another balloon catheter was advanced into the proximal rca and deployed the dislodged stent. The procedure was then completed. No further patient complications were reported and the patient's status was fine.